Event description:
False positive result(s). I have taken 3 of these, as well as 3 of two different brands, because of having family members test positive and needing to check, out of precaution. Every single time I've taken one of these, I get a faint test line, when all the other tests have shown negative (and I've never had any symptoms). This is over a 3-week span, so very unlikely I'd test positive with a faint line with 3 weeks in between. I don't trust these at all. Luckily, my family member who was actually positive used a different test (binax) which was very clearly positive.